Manufacturer narrative:
H.6. Investigation: one sample was provided to our quality team for investigation. The product was visually inspected and the hub was observed to be cracked. A device history review was performed for lot 1912007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the lot 1912007 were used for additional evaluation. The product was visual inspected, no damage or defects were observed on any of the product. Product undergoes visual and functional testing throughout manufacturing to ensure the quality of the device, verifying there is no defects on the product. Records were reviewed for the reported lot and not issues were identified. It is possible a jam within the assembly line may have create the damage that was observed. Given the device and inspection records showed no non-conformances associated with this issue, and retained samples of the same lot did not show the reported defect, we cannot verify this to be true for the product reported. Based on the available information we are not able to identify a definitive root cause at this time. H3 other text : see h.10.

Event description:
It was reported that spinal needle 27ga 3.50 in was damaged. The following information was provided by the initial reporter: the customer informs that the base of the spinal needle is faulty; the base of the needle looks partly compressed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that spinal needle 27ga 3.50 in was damaged. The following information was provided by the initial reporter: the customer informs that the base of the spinal needle is faulty; the base of the needle looks partly compressed.